Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2017 16:52:06 pst ice batch user (batch_ice) phone (B)(6), complaint: (B)(4), complaint status: in process mdt initial contact: (B)(4) taken by: (B)(4), 1 x mmt-1711p, inquired what led up to the complaint. Customer response: (B)(6) (mum) called and reported her son's pump screen just having a flashing display. Display: flashing, white, or blank t/s per dop114-980. Customer reports display is flashing. Inquired what led up to the event. Found: bumped. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Customer's outcome pertaining to the complaint: advised that pump will be replaced. Delivery address: (B)(6) ship: 1x mmt-1711p / return: (B)(4). Missing segments/partial display country: (B)(6). Input date: 08/02/2017, warranty start: 07/17/2017, warranty end: 07/16/2021, (B)(4).

Manufacturer narrative:
Findings: unable to verify if pump not received stuck in manufacturing mode due to blank flashing white lcd. Unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments due to blank flashing white lcd. Unit had a scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.